Event description:
It has been reported that the system was not starting up properly even after multiple restarts and that the procedure could not be performed in the examination room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up properly even after multiple restarts. Upon functional testing, fse found that the x-ray pc was defective. The philips engineer replaced the defective x-ray pc, loaded software, and configured the system. After which, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.